Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient experienced infusion set fell off due to tape not sticking event on (B)(6)2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: united kingdom